Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger, anterior needle, link and cuffs were not returned with the device; therefore, the scope of this investigation was very limited. Inspection of the returned device indicated that the posterior cuff miss had occurred as evidenced by damaged posterior needle tip. There was no needle strike mark observed at the posterior foot. This is indicative of the posterior needle being deflected away from posterior foot and interacted with human tissue instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the successful test of the devices, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurring 2-3 weeks ago). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the product experience that occurred is unknown. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. Though requested, additional information was not provided.